Manufacturer narrative:
Device evaluation: visual inspection at 10x microscope magnification was performed. Residues of viscoelastics were not detected on the cartridge. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the passage of the intraocular lens through the cartridge. A cartridge crack was observed. The cartridge tip was deformed. The lens was observed stuck and broken at the cartridge tip. The reported issue was verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu instruct the customer in the proper use of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown, as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
A cartridge tip broke while the intraocular lens (iol) was advanced. No patient injury/involvement. The event happened before eye contact. No additional information was provided to abbott medical optics.